Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. The reported adverse event/incident was identified by endologix through an ongoing review of industry relevant journal articles where patient related outcomes are presented anonymously and patient specific device information is unavailable. An evaluation of the manufacturing record could not be completed. The part number/lot number combination needed for device identification remains unknown. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed as the reported event was found during publication review where the patient information is anonymous and specific device information is not provided. Therefore, the device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is unknown.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx device(s) sometime between january 2012 and december 2017. The patient presented at early post-operative follow-up with peripheral ischemia. The reported adverse event/incident was identified by endologix through review of an industry relevant journal article. Therefore, no additional information will become available regarding this initial/final report due to the absence of patient identifiers. Reference doi: 10.6515/acs.202107_37(4).20201125a.